Event description:
During a persistent atrial fibrillation ablation procedure, the patient developed a cardiac tamponade. While performing cti ablation, the patient became hypotensive and a transesophageal echocardiography (toe) revealed a cardiac tamponade. Surgical intervention was initiated; however, prior to opening of the chest a pericardial tap of the apex was successful with drainage of venous blood.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk with use of this device.